Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in 3 separate parts as follows: hub section of device returned - complete shaft break at 40 mm distally from hub of the device; mid-section of device returned - complete break at both ends - separated from both the hub and the balloon portion of the device - measuring 107 cm in total; balloon portion of the device returned - complete hypotube break - total length of section - 30 cm - multiple kinks noted - hypotube stretched. Tip and marker bands: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified blood inside the balloon material. All blades present and secured within the blade pads. No issues with blade or pad lifting were noted. Balloon tip was found to be stretched and accordioned within the balloon material. Marker bands were present with no issues noted.

Event description:
It was reported that the device was stuck in the lesion and was separated upon removal. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified superficial femoral artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon (spcb) was selected for use. During the procedure, after the vascular approach was performed from both sides with the contralateral side and ipsilateral knee back and the guidewire was passed through. The stenosis was expanded with a non bsc crosser, balloon, and the spcb. The spcb was inflated several times, however when it was pulled out, it was unable to move and was stuck in the lesion. A non bsc catheter was applied at the tip of the device from the ipsilateral side. The area where it was stuck was inflated with a balloon and it was released from being stuck. After that, this device was retracted into a non bsc guide catheter, and the whole system was removed. However, a part of the system of this device became separated upon removal. The cause was the device was separated when it was strongly pulled to release from getting stuck. The device removed together with the guiding sheath and collected. The procedure was completed with a different device. No patient complications were reported. The patient was stable post procedure.

Event description:
It was reported that the device was stuck in the lesion and was separated upon removal. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified superficial femoral artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon (spcb) was selected for use. During the procedure, after the vascular approach was performed from both sides with the contralateral side and ipsilateral knee back and the guidewire was passed through. The stenosis was expanded with a non bsc crosser, balloon, and the spcb. The spcb was inflated several times, however when it was pulled out, it was unable to move and was stuck in the lesion. A non bsc catheter was applied at the tip of the device from the ipsilateral side. The area where it was stuck was inflated with a balloon and it was released from being stuck. After that, this device was retracted into a non bsc guide catheter, and the whole system was removed. However, a part of the system of this device became separated upon removal. The cause was the device was separated when it was strongly pulled to release from getting stuck. The device removed together with the guiding sheath and collected. The procedure was completed with a different device. No patient complications were reported. The patient was stable post procedure.